Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was inflated properly but it was not deflated completely when air was removed. It was stated balloon seemed asymmetry. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe. It was observed the cuff inflates isometrically with no lumps, hernia nor distortion were observed in the cuff. No failure mode was observed in the received sample, and all manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.